Manufacturer narrative:
Per tandem's user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was not impacted. Reportedly, the customer refilled an old cartridge, and was able to successfully load the cartridge onto the pump. The customer continued using the pump for insulin therapy.